Event description:
It was reported by the patient that the implantable cardiac defibrillator (ICD) alerted. Follow up was attempted to determine why this occurred and could not be obtained. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.